Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 (annex a). Investigation evaluation: draper et al, ¿evaluation of factors associated with limb thrombus formation after endovascular aortic aneurysm repair.¿ a retrospective analysis of evar patients at a single tertiary center between january 2010 and december 2018 was performed to determine the limb thrombus rate. Demographic, graft, and anatomic variables were analyzed for an association with limb thrombus. Methods a total of 301 patients who had undergone evar of their abdominal aortic aneurysm between january 2010 and december 2018 at a single tertiary center in vancouver, british columbia, canada, were retrospectively reviewed. All bifurcated evars and aorto-uni-iliac grafts with iliac limb placement were included. Patients were excluded because preoperative computed tomography (CT) studies or postoperative imaging or follow-up data were lacking or if fenestrated or tube grafts had been used. The university of british columbia clinical research ethics board approved the present study and waived the requirement for written informed consent. Data collection: patient demographics, including age, sex, and comorbidities (eg, diabetes, smoking history, hypertension, coronary artery disease, previous percutaneous coronary intervention, previous coronary artery bypass grafting, chronic kidney disease, dyslipidemia), were collected. Whether a patient had been receiving an antithrombotic medication at evar was also noted. Endograft- and aneurysm-specific variables were collected. For the graft characteristics, the manufacturer and main body diameter and length were recorded. The limb diameter and type of limb were also recorded. The maximal aneurysm size and aortic neck diameter, length, and angulation were evaluated by reviewing the preoperative CT images. The diameter and length of the left and right common iliac arteries were also tabulated. Intraoperative data, including the total fluoroscopy time, presence and type of any endoleaks at completion, and angioplasty findings to assess for the presence of stenotic lesions, were also recorded. Limb thrombus was defined as 50% stenosis or free-floating thrombus noted on the radiographic report. For the patients who had developed thrombus, the thrombus laterality, symptomatic status, occlusive status, and type and timing of any intervention for the thrombus were recorded. Other postoperative data, including the follow-up duration, iliac limb thrombus formation, presence of endoleaks, and mortality at 30 days, were also recorded. Results: a total of 386 patients who had undergone evar at a single center (vancouver general hospital) were reviewed. Of the 386 patients, 85 were excluded because of a lack of preoperative CT imaging, postoperative follow-up imaging, and/or the use of fenestrated or tube grafts. Of the 301 included patients, 253 were men (84.1%). The mean age was 76.5 +/- 0.5 years, and the average follow-up was 27.6 +/- 4.9 months. Of the 301 patients, 22 had developed limb thrombus (7.3%). Younger patients (69.8 +/- 1.3 years; p < .0001) were more likely to have developed limb thrombus (table I). No significant difference was found in the rate of limb thrombus when stratified by the other demographic variables. (Table 1). Most of the grafts used were cook zenith alpha grafts followed by zenith flex. Other grafts from competitor's were used as well. Overall, the average limb thrombus rate was 7.3% in the present study. The limb thrombus rate for each graft is summarized (table 2). The zenith alpha grafts (cook medical inc) appeared to have a non significantly higher rate of thrombus formation compared with all other non-cook grafts (10.7% vs 3.9%; or, 2.9; p =.07). A comparison of the cook alpha and cook flex grafts showed that the alpha grafts had slightly more thrombus formation, although the difference was not statistically significant (10.7% vs 6.6%; or, 1.7; p =.35). The difference in the thrombus rate between the main dacron grafts and the main polytetrafluoroethylene (ptfe) grafts in the present study was not statistically significant (9.1% vs 1.6%; or, 6.2; p = .078). Regarding the graft dimensions, the main body diameter was larger in the thrombus group (33.4 +/- 4.9 mm) than in the no-thrombus group (27.4 +/- 0.24 mm; p <.01). No statistically significant difference was found in the main body length between the thrombus (99.9 +/- 5.7 mm) and no-thrombus (107.4 6 +/- 1.6 mm) groups (p = .24). Additionally, the limb diameter did not contribute to thrombus formation. In the case of left limb thrombus, the left limb diameter was 14.9 +/- 0.97 mm, which was not significantly different statistically than the average diameter in the limbs with no thrombus (17.9 +/- 0.53 mm; p= .30). The findings were similar for the right limb diameter in the case of right limb thrombus (16.3 +/- 0.63 mm; p =.60) and the bilateral limb diameter in the case of bilateral thrombus (16.8 +/- 0.53 mm; p=.67). The average limb length was longer in the no-thrombus group (92.3 +/-2.0 cm) than in the thrombus group (72.9 +/- 3.4 cm), and the difference was statistically significant (p= .02). The average amount of oversizing in the thrombus group was 21.2% vs 15.6% in the no-thrombus group, although the difference was not statistically significant (p = .43). Overall, the average common iliac artery diameter for the patients with limb thrombus was 14.1 mm and was 16.1 mm for those without thrombus (p = .26). Right sided limb thrombus was seen with smaller right iliac arteries (14.7 +/- 0.9 cm vs 17.0 +/- 0.6 cm; p = .61), with a similar finding for the left side (13.6 +/- 0.9 cm vs 15.2 +/-0.4 cm; p= .13). Limb thrombus was not associated with the presence of aortoiliac disease (or, 1.31; 95% ci, 0.37-4.62), limb extension into the external iliac artery (or, 0.47; 95% ci, 0.06-3.62), or nonmatching limb heights (or, 1.36; 95% ci, 0.54-3.43). Landing in the external iliac artery also was not associated with limb thrombus formation (or, 1.3; 95% ci, 0.37-4.6). In addition, the use of aorto-uni-iliac grafts (n ¼ 11) was not associated with thrombus formation (or, 1.28; 95% ci, 0.15-10.5). No differences in the aneurysm characteristics were found between the thrombus and no-thrombus groups (average aneurysm diameter, 50.9 +/- 2.76 mm vs 54.1 +/- 0.66 mm [p= .19]; neck angulation, 27.9 degrees +/- 3.84 degrees vs 33.6 degrees +/- 1.56 degrees [p = .30]; neck length, 33.7 +- 2.48 mm vs 31.3 +/- 1.04 mm [p = .51]; and neck diameter, 22.4 +/- 0.67 mm vs 22.6 +/- 0.41 mm [p= .86]). Occlusion (thrombosis) had developed in 11 patients, 10 of whom were symptomatic and subsequently underwent intervention. The presentation varied, with claudication and paresthesia the most common symptoms (table iii). One patient had experienced distal embolization from the thrombus, and one patient¿s presenting symptoms had not been specified. Intraoperatively, the average fluoroscopy time was 23.1 +/- 0.86 minutes. One or more endoleaks at completion were present in 114 of the 301 patients. Most of the endoleaks were type ii (n = 77), followed by type I (n = 33), both type I and type ii (n = 3), and type iii (n = 1). Iliac artery angioplasty for aortoiliac disease or stenosis was performed in 22 patients. Of the 22 patients with thrombus, 11 had occlusive thrombus (50.0%), 14 were symptomatic (63.6%), and 17 had required a subsequent intervention (77.3%). Additional interventions included femorofemoral bypass (n = 6), stenting (n = 7), both femorofemoral bypass and stenting (n = 2), limb revision (n =1), and iliac artery angioplasty (n = 1). For one of the seven patients who had undergone stenting, tissue plasminogen activator was also used. The medical therapy for the patients who had developed thrombus is summarized in table IV. All five of the patients who had undergone medical therapy alone were asymptomatic at the time thrombus had been identified and had continued to have no symptoms of claudication at 26.6 6 5.8 months of follow-up. Thrombus had occurred bilaterally in five patients. When evaluating unilateral limb thrombus, it was almost twice as likely on the main body side (n = 11) than on the contralateral side (n = 6). The average follow-up time was 27.6 +/- 4.94 months. No mortality was observed at 30 days of follow-up, and limb thrombus was not associated with increased 30-day mortality (p > .05). Of the 301 patients, 18 were lost to follow-up, for a rate of 6.0%. In our study, of the 22 patients with limb thrombus, 63.6% were symptomatic, 50% had occlusive limb thrombus, and 77.3% had subsequently undergone intervention. The high proportion of patients with thrombus who had symptoms and occlusion would suggest that thrombus formation in graft limbs is clinically significant. However, the rate of reintervention in our study (77.3%) after thrombus formation is a poor surrogate marker for clinical significance, because the indication for reintervention was not standardized in our cohort but was surgeon dependent. As demonstrated by the higher rate of intervention compared with the observed symptoms and occlusion, some patients had undergone intervention prophylactically. Of the 22 patients with thrombus, 5 had received medical therapy without intervention and remained asymptomatic at 26.6 +/- 5.8 months of follow-up. This finding might suggest that medical therapy alone would be sufficient for patients with asymptomatic thrombus; however, a larger sample size would be required to substantiate this claim. A significant difference in the mean age of the thrombus group (69.8 +/- 1.3 years) compared with the no-thrombus group (77.1 +/- 0.5 years; p < .0001) was seen. Regarding the anatomic factors, the common iliac artery diameter for patients with limb thrombus was smaller (14.2 mm) than that for those without thrombus (16.1 mm; p < .01). Although the common iliac artery diameter has not been well reported in other studies of thrombus formation, the ratio of the cross-sectional area of the main body to the cross-sectional area of the limbs has been higher in cases of thrombosis. In the present study, the alpha graft (cook medical inc) appeared to have nonsignificantly higher rates of thrombus formation compared with all other grafts (9.0% vs 3.9%; p ¼ .12). However, our study did not demonstrate statistical significance in the analysis of the thrombus rate between the main dacron grafts compared with the main ptfe grafts because of the limited sample size. The group of patients who had undergone preventative treatment in our study did not allow for an assessment of how thrombus might progress or regress. Some data have suggested that thrombus can resolve without anticoagulation treatment.7 furthermore, the treatment of thrombus varied. Some of our patients did well with medical therapy alone but one patient had required graft explantation. The most common procedural intervention for thrombus was femorofemoral bypass and stenting. With a relatively small number of patients(n = 22) presenting with thrombus and the highly varied approaches to treating the thrombus, further study is required draw conclusions regarding the natural history of graft limb thrombus formation and to make recommendations regarding the best course of treatment. The focus of this report is the 5 of 76 zenith flex devices used that formed thrombus. Reviews of documentation including the drawing, quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. The complaint devices were not returned to cook for investigation. Medical imaging was not provided for review. There is no representative device as each complaint device is produced as a single device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: the device was packaged with IFU t_zaaasz_rev4. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. 4 warnings and precautions: 4.1 general: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up: zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. Follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event. Successful patient selection requires specific imaging and accurate measurements; please see section 4.3, pre-procedure measurement techniques, and imaging. 4.3 pre-procedure measurement techniques and imaging: clinical experience indicates that contrast-enhanced spiral computed tomographic angiography (cta) with 3-d reconstruction is the strongly recommended imaging modality to accurately assess patient anatomy prior to treatment with the zenith spiral-z aaa iliac leg. If contrast-enhanced spiral cta with 3-d reconstruction is not available, the patient should be referred to a facility with these capabilities. Lengths all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components or stent fracture) and 2) contrast and non-contrast CT to examine aneurysm changes, perigrft flow patency, tortuosity, and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.5 implant procedure: do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or in calcified or tortuous vessels. Inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. Fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. Excessive overlap 10 mm above the main body bifurcation may increase the risk of limb thrombosis. 5 adverse events: 5.1 observed adverse events: claudication (e.g., buttock, lower limb). Endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; and corrosion. Graft or native vessel occlusion. Surgical conversion to open repair. 7 patient selection and treatment: 7.1 individualization of treatment: additional considerations for patient selection include, but are not limited to: patient¿s age and life expectancy. Co-morbidities (e.g., cardiac, pulmonary, or renal insufficiency prior to surgery, morbid obesity). Patient¿s suitability for open surgical repair. Patient¿s anatomical suitability for endovascular repair. Patient¿s ability to tolerate general, regional, or local anesthesia. Iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath. Freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft. 8 patient counseling information: all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements is required and should be considered a life-long commitment to the patient¿s health and well-being. Physicians must advise all patients that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death (see section 5.1, observed adverse events and section 5.2, potential adverse events). The physician should complete the patient i.d. Card and give it to the patient so that he/she can carry it with him/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). 12 imaging guidelines and postoperative follow-up: 12.1 general: all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. Physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. The combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. Duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity, and progressive disease. In this circumstance, a non-contrast CT should be performed to use in conjunction with the ultrasound. Ultrasound may be a less reliable and sensitive diagnostic method compared to CT. After review of the IFU, cook has concluded the device labeling contains appropriate warnings, precautions and instructions to the user related to the reported failure. Based on the information provided, and the results of the investigation, a definitive root cause for this event could not be established. Occlusion is a known inherent risk of using the device per the IFU. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged.e1: postal code: v5z 1m9.this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.this report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Draper et al, ¿evaluation of factors associated with limb thrombus formation after endovascular aortic aneurysm repair.¿a retrospective analysis of evar patients at a single tertiary center between january 2010 and december 2018 was performed to determine the limb thrombus rate. Demographic, graft, and anatomic variables were analyzed for an association with limb thrombus.methods:a total of 301 patients who had undergone evar of their abdominal aortic aneurysm between january 2010 and december 2018 at a single tertiary center in vancouver, british columbia, canada, were retrospectively reviewed. All bifurcated evars and aorto-uni-iliac grafts with iliac limb placement were included. Patients were excluded because preoperative computed tomography (CT) studies or postoperative imaging or follow-up data were lacking or if fenestrated or tube grafts had been used. The university of british columbia clinical research ethics board approved the present study and waived the requirement for written informed consent.data collection: patient demographics, including age, sex, and comorbidities (eg, diabetes, smoking history, hypertension, coronary artery disease, previous percutaneous coronary intervention, previous coronary artery bypass grafting, chronic kidney disease, dyslipidemia), were collected. Whether a patient had been receivingan antithrombotic medication at evar was also noted. Endograft- and aneurysm-specific variables were collected. For the graft characteristics, the manufacturer and main body diameter and length were recorded. The limb diameter and type of limb were also recorded. The maximal aneurysm size and aortic neck diameter, length, and angulation were evaluated by reviewing the preoperative CT images. The diameter and length of the left and right common iliac arteries were also tabulated. Intraoperative data, including the total fluoroscopy time, presence and type of any endoleaks at completion, and angioplasty findings to assess for the presence of stenotic lesions, were also recorded.limb thrombus was defined as 50% stenosis or free-floating thrombus noted on the radiographic report. For the patients who had developed thrombus, the thrombus laterality, symptomatic status, occlusive status, and type and timing of any intervention for the thrombus were recorded. Other postoperative data,including the follow-up duration, iliac limb thrombus formation, presence of endoleaks, and mortality at 30 days, were also recorded.results: a total of 386 patients who had undergone evar at a single center (vancouver general hospital) were reviewed. Of the 386 patients, 85 were excluded because of a lack of preoperative CT imaging, postoperative follow-up imaging, and/or the use of fenestrated or tube grafts. Of the 301 included patients, 253 were men (84.1%). The mean age was 76.5 +/- 0.5 years, and the average follow-up was 27.6 +/- 4.9 months. Of the 301 patients, 22 had developed limb thrombus (7.3%). Younger patients (69.8 +/- 1.3 years; p < .0001) were more likely to have developed limb thrombus (table I). No significant difference was found in the rate of limb thrombus when stratified by the other demographic variables. (Table 1). Most of the grafts used were cook zenith alpha grafts followed by zenith flex. Other grafts from competitor's were used as well. Overall, the average limb thrombus rate was 7.3% in the present study. The limb thrombus rate for each graft is summarized (table 2). The zenith alpha grafts (cook medical inc) appeared to have a non significantly higher rate of thrombus formation compared with all other non-cook grafts (10.7% vs 3.9%; or, 2.9; p =.07). A comparison of the cook alpha and cook flex grafts showed that the alpha grafts had had slightly more thrombus formation, although the difference was not statistically significant (10.7% vs 6.6%; or, 1.7; p =.35). The difference in the thrombus rate between the main dacron grafts and the main polytetrafluoroethylene (ptfe) grafts in the present study was not statistically significant (9.1% vs 1.6%; or, 6.2; p = .078).regarding the graft dimensions, the main body diameter was larger in the thrombus group (33.4 +/- 4.9 mm) than in the no-thrombus group (27.4 +/- 0.24 mm; p <.01). No statistically significant difference was found in the main body length between the thrombus (99.9 +/- 5.7 mm) and no-thrombus (107.4 6 +/- 1.6 mm) groups (p = .24). Additionally, the limb diameter did not contribute to thrombus formation. In the case of left limb thrombus, the left limb diameter was 14.9 +/- 0.97 mm, which was not significantly different statistically than the average diameter in the limbs with no thrombus (17.9 +/- 0.53 mm; p= .30). The findings were similar for the right limb diameter in the case of right limb thrombus (16.3 +/- 0.63 mm; p =.60) and the bilateral limb diameter in the case of bilateral thrombus (16.8 +/- 0.53 mm; p=.67). The average limb length was longer in the no-thrombus group (92.3 +/-2.0 cm) than in the thrombus group (72.9 +/- 3.4 cm), and the difference was statistically significant (p= .02). The average amount of oversizing in the thrombus group was 21.2% vs 15.6% in the no-thrombus group, although the difference was not statistically significant (p = .43).overall, the average common iliac artery diameter for the patients with limb thrombus was 14.1 mm and was 16.1 mm for those without thrombus (p = .26). Right sided limb thrombus was seen with smaller right iliac arteries (14.7 +/- 0.9 cm vs 17.0 +/- 0.6 cm; p = .61), with asimilar finding for the left side (13.6 +/- 0.9 cm vs 15.2 +/-0.4 cm; p= .13). Limb thrombus was not associated with the presence of aortoiliac disease (or, 1.31; 95% ci, 0.37-4.62), limb extension into the external iliac artery (or, 0.47; 95% ci, 0.06-3.62), or nonmatching limbheights (or, 1.36; 95% ci, 0.54-3.43). Landing in the external iliac artery also was not associated with limb thrombus formation (or, 1.3; 95% ci, 0.37-4.6). In addition, the use of aorto-uni-iliac grafts (n ¼ 11) was not associated with thrombus formation (or, 1.28; 95% ci, 0.15-10.5). No differences in the aneurysm characteristics were found between the thrombus and no-thrombus groups (average aneurysm diameter, 50.9 +/- 2.76 mm vs 54.1 +/- 0.66 mm [p= .19]; neck angulation, 27.9 degrees +/- 3.84 degrees vs 33.6 degrees +/- 1.56 degrees [p = .30]; neck length, 33.7 +- 2.48 mm vs 31.3 +/- 1.04 mm [p = .51]; and neck diameter, 22.4 +/- 0.67 mm vs 22.6 +/- 0.41 mm [p= .86]).occlusion (thrombosis) had developed in 11 patients, 10 of whom were symptomatic and subsequently underwent intervention. The presentation varied, with claudication and paresthesia the most common symptoms (table iii). One patient had experienced distal embolization from the thrombus, and one patient¿s presenting symptoms had not been specified.intraoperatively, the average fluoroscopy time was 23.1 +/- 0.86 minutes. One or more endoleaks at completion were present in 114 of the 301 patients. Most of the endoleaks were type ii (n = 77), followed by type I (n = 33), both type I and type ii (n = 3), and type iii (n = 1). Iliac artery angioplasty for aortoiliac disease or stenosis was performed in 22 patients.of the 22 patients with thrombus, 11 had had occlusive thrombus (50.0%), 14 were symptomatic (63.6%), and 17 had required a subsequent intervention (77.3%). Additional interventions included femorofemoral bypass (n = 6), stenting (n = 7), both femorofemoral bypass and stenting (n = 2), limb revision (n =1), and iliac artery angioplasty (n = 1). For one of the seven patients who had undergone stenting, tissue plasminogen activator was also used. The medical therapy for the patients who had developed thrombus is summarized in table IV. All five of the patients who had undergone medical therapy alone were asymptomatic at the time thrombus had been identified and had continued to have no symptoms of claudication at 26.6 6 5.8 months of follow-up. Thrombus had occurred bilaterally in five patients. When evaluating unilateral limb thrombus, it was almost twice as likely on the main body side (n = 11) than on the contralateral side (n = 6). The average follow-up time was 27.6 +/- 4.94 months. No mortality was observed at 30 days of follow-up, and limb thrombus was not associated with increased 30-day mortality (p > .05). Of the 301 patients, 18 were lost to follow-up, for a rate of 6.0%.in our study, of the 22 patients with limb thrombus, 63.6% were symptomatic, 50% had had occlusive limb thrombus, and 77.3% had subsequently undergone intervention. The high proportion of patients with thrombus who had had symptoms and occlusion would suggest that thrombus formation in graft limbs is clinically significant. However, the rate of reintervention in our study (77.3%) after thrombus formation is a poor surrogate marker for clinical significance, because the indication for reintervention was not standardized in our cohort but was surgeon dependent.as demonstrated by the higher rate of intervention compared with the observed symptoms and occlusion, some patients had undergone intervention prophylactically. Of the 22 patients with thrombus, 5 had received medical therapy without intervention and remained asymptomatic at 26.6 +/- 5.8 monthsof follow-up. This finding might suggest that medical therapy alone would be sufficient for patients with asymptomatic thrombus; however, a larger sample size would be required to substantiate this claim.a significant difference in the mean age of the thrombus group (69.8 +/- 1.3 years) compared with the no-thrombus group (77.1 +/- 0.5 years; p < .0001) was seen.regarding the anatomic factors, the common iliac artery diameter for patients with limb thrombus was smaller (14.2 mm) than that for those without thrombus (16.1 mm; p < .01). Although the common iliac artery diameter has not been well reported in other studies of thrombus formation, the ratio of the cross-sectional area of the main body to the cross-sectional area of the limbs has been higher in cases of thrombosis. In the present study, the alpha graft (cook medical inc) appeared to have nonsignificantly higher rates of thrombus formation compared with all other grafts (9.0% vs 3.9%; p ¼ .12). However, our study did not demonstrate statistical significance in the analysis of the thrombus rate between the main dacron grafts compared with the main ptfe grafts because of the limited sample size.the group of patients who had undergone preventative treatment in our study did not allow for an assessment of how thrombus might progress or regress. Some data have suggested that thrombus can resolve without anticoagulation treatment.7 furthermore, the treatment of thrombus varied. Some of our patients did well with medical therapy alone but one patient had required graft explantation. The most common procedural intervention for thrombus was femorofemoral bypass and stenting. With a relatively small number of patients(n = 22) presenting with thrombus and the highly varied approaches to treating the thrombus, further study is required draw conclusions regarding the natural history of graft limb thrombus formation and to make recommendations regarding the best course of treatment.the focus of this report is the 5 of 76 zenith flex devices used that formed thrombus.